Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19, alarm 5) occurred. The customer reported elevated blood glucose (bg) levels above 500 (mg/dl) but declined to address bg levels with any treatment. The cartridge 5 alarm was resolved by loading a new cartridge. The customer declined to contact their health care provider or to obtain back up insulin therapy.